Event description:
Update: (B)(4) 2012. Pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that large amounts of toxic cobalt-chromium metal ions and particles were released into patients blood, tissue, and bone surrounding the implant. As a result, patient has been experiencing severe pain, discomfort, and inflammation in thigh, groin, and hip/buttocks area. Patient also has periodic clicking in hip and limited range of motion.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number w(B)(4). Reason for original complaint.- litigation alleges that large amounts of toxic cobalt-chromium metal ions and particles were released into patient¿s blood, tissue, and bone surrounding the implant. As a result, patient has been experiencing severe pain, discomfort, and inflammation in thigh, groin, and hip/buttocks area. Patient also has periodic clicking in hip and limited range of motion. Doi: (B)(6) 2010 - dor: none reported (right hip). Patient is a resident of (B)(6). Update: 10/23/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. September 3, 2014 updated patient and product codes. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no anomalies. A search of the complaint database found no prior reports for head part and lot number combination; one prior report for the metal insert part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what was previously reported, pfs also alleged injury. After review of medical records, laboratory findings for cobalt chromium shows above 7 ppb. Added stem due to reported elevated metal ion levels. Doi: (B)(6) 2010; dor: not reported; right hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what was previously reported, pfs also alleged injury. After review of medical records, laboratory findings for cobalt chromium shows above 7 ppb. Added stem due to reported elevated metal ion levels. Doi: (B)(6) 2010; dor: not reported; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.